Manufacturer narrative:
Submit date (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a curity foley catheter. The customer reported the foley bulb did not properly deflate. The catheter was cut at the y-port above where you would use the syringe to deflate the foley. The customer reports the pt was not harmed.